Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer opted for an alternate form of insulin delivery using injections while technical support arranged for a replacement pump.